Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer reported that while he was at the hospital for a lung transplant, he received unspecified high sensor readings. Customer was diagnosed with hypoglycemia and received unspecified treatment, no further information was provided as customer could not recall details of treatment. There was no report of death or permanent injury associated with this event.